Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that for the past 3 days they have been having some issues with their therapy. Caller stated that they are having some paresthesia in their lower back and need to get the therapy adjusted. Caller stated the settings are "going off course." Caller added that they keep resetting the intensities but it's not going right and they are getting the paresthesia when they lay down or sit up a little bit. Agent had caller connect the controller to the implant. Caller was in group b with 4 programs. Caller did not have adaptivestim set. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient clarifying that the report of the settings going off course/not going right meant that they just changed the intensity on the program to reset the adjustment levels that met their stimulation needs. The device was no concern. The patient had a history of prior l4-si fusion, which is what the scs placement is for with the indication of use being persistent spinal pain syndrome type 2, presenting with worsening radiculopathy in the left leg in the setting of worsening left l5-si neuroforaminal stenosis. The patient had 20 minute counseling pain management doctor. The patient has an assessment plan to meet in person for a stimulator reprogramming session as well a in-person physical exam to better assess this change in sensation as well as further assess their left buttock pain. They believe their worsening pain is due to progression of disease. Therefore, they have also placed an order for neurosurgery too. Overall the patient indicated that they were unsure if the scs was providing adequate pain relief. They are considering if the patient would be a candidate for l5-si decompression/fusion. Given that their scs was in close vicinity to this area they would explant the device if a spine surgery was pursued. Learning needs assessment was performed no learning barriers were identified. They explained diagnosis and treatment plan. The patient expressed understanding and was able to teach back. The personally spent a total of 10 minutes in non face-to-face time performing a review of the record and discussion with the patient. Total time spent w/ patient 40 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that as a result of the patient's generalized information of their diagnosis treatment they were currently under the anabolic therapy with evenity 210mg subcutaneous injection once a month for 12 months to simulate bone formation and rapidly increase their bone density before spine fusion surgery. The patient's pain had also increased more and nothing had changed yet. The patient still had the same effectiveness and the percentage of the functional experienced with the stimulator was still the same. The patient was waiting for the surgical operation.